Event description:
Reporter stated that patient obtained a blood glucose result of 254 mg/dl, while using the suspect device. Reporter noted that, in spite of receiving an elevated reading, patient was exhibiting symptoms of hypoglycemia (shaky, difficult to wake). Reporter inicated that, based on patient's symptoms, and his suspicion that patient might be suffering a stroke, he phoned emergency medical services. Upon paramedics' arrival (20 minutes later), patient's blood glucose reportedly measured 59 mg/dl (on emt's device). Reporter stated that patient was treated with an intravenous dextrose solution and given cranberry juice. Patient was then transported to the hospital for additional treatment. According to reporter, patient remained hospitalized for 24 hours, so that blood glucose could be closely monitored. Patient's current condition: fine, sleeping now. Quality control testing had not been performed on the system. Additionally, patient was testing with expired strips. Technicial support requested the return of the suspect product and replacement product was shipped.